Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2020-apr-07. It was reported that the patient's recent CT scan showed that the catheter was disconnected from the pump. Because of this, the patient had not had her pump filled and the alarm had been going off since (B)(4) 2020. The reason for the call was to page a representative to help "shut off" the pump. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-may-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (unknown concentration at 228.7 mcg/day) via an implantable infusion pump. It was reported that the patient recently had a CT scan completed on (B)(6) 2020 from her neck down to her hip. The patient was reading off the results of the CT scan and reported that the CT found a "catheter discontinuity of the pain pump" and "apparent discontinuity of the medication pump as prescribe with a fragment of catheter tracking of the spinal canal of l1-l5, abrupt discontinuity of the catheter, long segment of catheter tubing which has appeared inside of the spinal canal, but nothing outside of the spinal canal." The patient stated it looked like there was a fracture "in the pump." She had been getting a lot of pain in the area where the pump and catheter are located that started in (B)(6) 2019. The pain was intermittent, and her dosage was increased 10% at her last office visit. No further complications were reported.